Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported the male luer collar broke after the curos cover tip was used. The event occurred in the cath lab pre-staging area. There was no patient harm or medial intervention. Although requested, no additional patient or event details were provided by the customer.